Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#: 5550-g-298-e triathlon symmetric x3 patella; lot#: 3jdf. Cat#: 5521-b-400 tri ts baseplate size 4; lot#: tr97db. Cat#: 5531-g-409-e x3 triathlon cs insert no 4 9mm; lot#: lns742. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The physician reported that this case is suspected to be a metal allergy. Redness appeared around the left knee, the site of the recent surgery.